Event description:
A user facility reports that an intraocular lens (iol) was damaged (haptic bent) in the cartridge of an iol delivery system and the iol flipped out of the cartridge during preparation for delivery. There was no pt impact/injury with this event.